Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during percutaneous peripheral intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery. A 6.0mm x 20mm x 135cm (4f) sterling balloon catheter was used to treat the lesion. Upon the first inflation at 7 atm, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and patient status is good.